Event description:
Ivc filter was placed four years ago, for factor v leiden. Ivc filter erosion. Patient who presented with a history of factor v leiden deficiency and previous history of dvts, who had an ivc filter placed four years ago. It was a selective filter, but was not retrieved. Four years later now, she developed abdominal pain and workup included her getting a cholecystectomy and also upper gi endoscopies, and that showed there was evidence of a metal prong in the duodenum. A ctof the abdomen confirmed that the ivc filter had eroded through the cava into the third portion of the duodenum and aorta, as well as going posteriorly towards the spine and into the right retroperitoneum. She presented to us, and we offered her an open removal of the filter because of its chronicity of the nature four years out as well as erosion into the surrounding structures.